Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A security person reported that a knife did not cut while making the incision during cataract surgery. Patient impact information is unknown. Additional information received clarified that an alternate knife was obtained in order to complete the procedure on the same day. There was no impact to the patient.